Manufacturer narrative:
(B)(4). Batch # p9495n. Investigation summary: the device was returned with the upper jaw detached returned, I-blade upper tip broken lifted and cable cut off. Due to the returned condition of the device, no functional testing could be performed. Therefore we were unable to investigate further the activation issues reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colostomy take-down the enseal device was not cutting through the tissue and the jaw broke. Another enseal device was opened to complete the procedure. There was no patient consequence.